Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of "spare lamp error." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined the igniter failed. This report is submitted due to the malfunction of igniter failure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the main lamp would not ignite due to igniter failure. In addition, after further evaluation of the unit, it was determined the main lamp would not ignite due to a power supply unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. As no abnormalities were found in the device inspection, no cause could be provided. Olympus will continue to monitor field performance for this device.